Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for intractable spasticity. It was reported that the patient was admitted to the hospital toward the end of (B)(6) 2025 with altered mental status. The company rep stated she was called today by the managing physician because over the weekend someone had put a magnet over the pump to stall the pump. The company rep was wondering if doing this was a labeled procedure. The company rep stated they had not changed the dosing or checked the volume of the reservoir for a volume discrepancy. The next day, the company rep stated that she interrogated the pump and found that they had left a cardiac pacemaker magnet on it since friday. Drugs in pump: hydromorphone, baclofen, clonidine, bupivacaine.

Manufacturer narrative:
Correction to g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the motor stall was not vocalized as being experienced. It had been resolved post interrogation. The cause of the altered mental status and a ctions/interventions taken to resolve it were unknown (not made aware to company representative (rep)).